Event description:
The deltaplush cerecyte microcoil 2 mm x 3 cm (cpl10020330/g11871) was used with (B)(4) and (B)(4). After the coil was deployed in the aneurysm; the coil could not be detached. The position of the marker was changed and detachment was attempted for several times; but still the coil could not be detached. Then; (B)(4) was replaced by (B)(4). The fault lamp illuminated and detachment could not be conducted. There was no error shown when connected to the (B)(4). Other coils were detached with no problem after this. It is unknown if a pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The audible signal beeped. There was no resistance felt during dpu/coil deployment. An sl-10 microcatheter (details unknown) was used. It was noted during analysis that compression and buckling damage was found to the proximal end of the coil.

Manufacturer narrative:
Compression and buckling damage was found to the proximal end of the coil. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coil¿s non detachment was due to wiring or a fractured solder joint. Additional analysis failed to find the exact source of this damage. The circumstances of how and where this damage occurred cannot be determined. It also cannot be determined if the multiple locations of the severely kinked core wire or the socket ring found pushed against the resistive hearing coil contributed to the complaint event. In addition, it was marked unknown if a pre-deployment check was performed. For optimum product performance and to prevent potential complications, we recommend the following, ¿ verify the functionality of the micrus microcoil delivery system before proceeding with the microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and the connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Based on the information and the analysis, the event ¿coil kinked/bent¿ was confirmed and the event ¿coil failure to detach¿ could not be confirmed. No corrective actions will be taken at this time. Concomitant medical products and therapy dates: (B)(4), sl-10 microcatheter (details unknown).